Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported fluctuation in the loudness and hearing back ground noises when using the device. She also reported that the voices were too soft. Re-implantation is suggested.

Event description:
The user reported fluctuation in the loudness and hearing background noises when using the device. She also reported that the voices were too soft. Re-implantation has been conducted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported fluctuation in the loudness and hearing background noises when using the device. She also reported that the voices were too soft. Re-implantation is suggested but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.